Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cs300 intra-aortic balloon pump (iabp) unit is not switching on. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h6(investigation type, investigation findings & investigation conclusions), h11. Fse that encountered the issue further checked and found that power supply and main board get defective so it need to be required for testing proposal. After someday customer called fse and informed machine was working ok. Fse further visited hospital and checked the machine found machine working properly. It might be moisture remove in the machine that's the reason machine started. Fse checked all parameter and function of the machine machine working ok. There was no patient involvement.